Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in clinic follow-up, loss of capture and no sensing was observed on the right atrial (ra) lead. Furthermore, an increase in capture was noted on the left ventricular (lv) lead. Diagnostic imaging revealed a complete dislodgement of the ra lead and a partial dislodgement of the lv lead. The physician alleged twiddlers syndrome to be the cause of the event. The ra and lv leads were repositioned to resolve the event and the patient was in stable condition. Related manufacturer report numbers: 2017865-2020-17764.